Event description:
Reference number(B)(4) event occurred in the united states. It was reported that patient faced three infusion sets detachment events on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for less than 2 hours. The blood glucose level was displayed high, and the patient was treated with correction injection via multiple injection daily (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 (B)(4) MDR 3003442380-2025-00402. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007255 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code tubing detached from tubing-tubing connector. Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 static pull of the tubing-tubing connector according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007255 was packaged according to the wi version 114 in the line 9, on 25/may/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4e03045 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 24/may/2024, with a total of (B)(4) units. The lot 4d02577 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 25/apr/2024, with a total of (B)(4) units. The lot 4d05577 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 13/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on 25/jun/2025 against malfunction code evaluated tubing detached from tubing-tubing connector and lot 6007255 and no more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.